Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had time clock anomaly. Customer had some issues with her paradigm insulin pump related to battery depleting. Customer was outpatient at hospital but not for her. Customer stated that she keeps an eye on insulin pump and battery and carries batteries with her. Customer had 2 over the years were emptied the reservoir and had two comas. Customer stated that lift shirt and keep an eye on reservoir. Customer noticed that time is 30 to 35 minutes behind on insulin pump. Customer stated that sugar was high. Customer stated that did not get alarm and pushed act and said low battery alarm. Customer was advised to discontinue use of insulin pump and revert back per health care professional. Customer went to the new cannula because the other one did not delivery insulin and never got warning. Customer stated that rainbow effect happened a few months. Customer did not want to troubleshooting for all the issues. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly or time or clock anomaly noted during testing. Device had minor scratched lcd window, cracked battery tube threads.